Event description:
Patient had two hsv 1 positive tests (index values = 3.04 and 1.82) and two hsv 2 positive tests (index values = 1.24 and 1.11) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference reports: mw5116952, mw5116953 and mw5116954.